Event description:
Vasoseal es elite closure device placed. Pt had decreased circulation in leg requiring removal in special procedures. Intravascular 2 x 0.4 cm collagen removed from right femoral artery.